Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir compartment. The customer stated that the plunger on several reservoirs were hard to remove. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.